Event description:
A customer reported an issue with a pump's touchscreen, which was not cracked but unresponsive, preventing interaction with the pump screen. Despite this, the customer's blood glucose level did not exceed 500 mg/dl and was within the normal range. The customer attempted a pump reset following instructions from technical support, but the issue persisted. As a corrective measure, technical support arranged for a replacement pump to be sent. Meanwhile, the customer opted to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer was provided with training information and instructions on returning the faulty pump.